Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h6 and h10. Additional information received rom the user facility states ¿the event occurred at the conclusion of the procedure with no injuries or medical interventions. The intended procedure was completed with no delay and with the same device. No other devices were replaced. Additionally, the user facility reported that the balloon was inspected before use and that it was lubricated. The balloon was not tied or inflated more than 20mm. The balloon was fully deflated when trying to remove from the scope, she also confirms nothing fell into the patient. There was resistance when the balloon was being inserted and when checked after the procedure the balloon had no damages or holes noted. No fluoroscopy or x-ray were used during the procedure. The connector tubing was inspected to make sure it was free of air, balloon was completely deflated before attempting to remove. No dilator was used to test the balloon and the exact scope model/serial number are unknown; however it was believed to be a cf 190 scope and not a pediatric type scope. There was no issue inserting/withdrawing the scope but it was difficult to insert the balloon with all air removed prior to the procedure. The device is not coming back to olympus.

Manufacturer narrative:
As part of investigation, the service center followed up with the user facility to obtain additional information regarding the reported event but with no result. The device was not returned for evaluation. The cause of the reported event cannot be determine. The bd-410x-2055 states ¿precaution: do not attempt to pull the balloon into the endoscope working channel until it has been fully deflated. If possible, reduce any deflection of the endoscope tip prior to withdrawing the balloon. Deflection of the endoscope will increase the difficulty of removing the balloon through the working channel.

Event description:
The service center was informed that during an unspecified procedure, the balloon became stuck in the scope. The scope was withdrawn from the patient with the balloon intact. The wire of the balloon was cut and the balloon was then removed from the scope. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer performed a DHR review for the subject device and lot number. The DHR for the finished device was reviewed and there were no abnormalities in documentation or process noted.